Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter . Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site experiencing moderate/heavy menstruation and cannot use a tampon always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient developed a rash from the purewick female external catheter. They wanted to know if there was a different type of wick. Per the follow-up via phone on (B)(6) 2023, it was reported that the patient received a rash from the purewick female external catheter. The customer was prescribed an antibiotic cream and powder to treat the rash. The customer also inquired about the material of the catheter. The customer was informed that the catheter was non-latex and made of silicone. The customer was still using the purewick female external catheter.

Event description:
It was reported that the patient developed a rash from the purewick female external catheter. They wanted to know if there was a different type of wick. Per the follow-up via phone on (B)(6) 2023, it was reported that the patient received a rash from the purewick female external catheter. The customer was prescribed an antibiotic cream and powder to treat the rash. The customer also inquired about the material of the catheter. The customer was informed that the catheter was non-latex and made of silicone. The customer was still using the purewick female external catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.